Event description:
The patient had a penile implant placed that was functioning properly upon discharge. The physician received a call approximately six months later from the patient who stated the implant had been failing almost a month.